Event description:
It was reported by the field clinical specialist (fcs) that approximately 1 year and 28 days post tavr with a 23mm sapien 3 ultra valve the valve was failing. The patient is being evaluated for a valve in valve. Per follow up increased gradient was reported. Although the physician did not see hypo attenuated leaflet thickening (halt) per proctor review halt was noted. Per proctor review this is increased gradient and halt.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. Imagery was provided by the site and reviewed by an edwards imager. All three leaflets/cusps had extensive halt and the valve was under expanded at mid valve at 21.1mm. The complaints for leaflet thickened and increased gradients were confirmed based on provided medical records and imagery provided for review. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. Due to limited information provided, a definitive root cause could not be determined at this time. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, imaging evaluation revealed that the patient had thickened leaflets. Leaflet thickening can prevent leaflets from functioning optimally and may contributed to the increased gradient reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.